Event description:
It was reported that the shaft broke. The lesion being treated was located in the right coronary artery. After successfully treating the lesion, the physician removed a guidezilla extension guide catheter from the patient. However the catheter was removed over the stent delivery system (sds) hub and the guidezilla shaft broke. The sds and guidezilla were removed together and the procedure was completed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: there was blood present on the device when received. At the location of the collar and shaft bond there was a complete separation. The ptfe was pulled out of the collar and the end of the collar was damaged; however, the ptfe was still attached to the shaft. There were multiple shaft kinks. The shaft was damaged 1cm - 6cm from the distal tip. Inspection of the remainder of the device presented no other damage or irregularities. The inner diameter (ID) of the guidezilla was measured at the distal tip and met specifications. A tooling mandrel was inserted through the tip and passed through the shaft with some resistance at the area of the damaged shaft. The stent delivery system (sds) used in the procedure was not returned for analysis. There was no evidence of any product quality deficiencies contributing to the damage or the broken shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the shaft broke. The lesion being treated was located in the right coronary artery. After successfully treating the lesion, the physician removed a guidezilla extension guide catheter from the patient. However the catheter was removed over the stent delivery system (sds) hub and the guidezilla shaft broke. The sds and guidezilla were removed together and the procedure was completed. No patient complications were reported and the patient's status is fine.